Event description:
A report was received that the patient's midline incision was not healing. The patient's incision was closed multiple times but the wound kept re-opening. The patient will undergo an allergy test.

Event description:
A report was received that the patient's midline incision was not healing. The patient's incision was closed multiple times but the wound kept re-opening. The patient will undergo an allergy test.

Manufacturer narrative:
Additional information was received that the patient underwent an allergy test and the results were negative. The physician does not know why the midline incision was not healing properly. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description: linear st lead, 50cm. Date of event: (B)(6) 2011.

Event description:
A report was received that the patient's midline incision was not healing. The patient's incision was closed multiple times but the wound kept re-opening. The patient will undergo an allergy test.

Manufacturer narrative:
Additional information was received that the patient's midline incision was not healed properly and had opened. The patient underwent a revision procedure. The physician explanted patient's leads and left the ipg implanted. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2218-50, serial #s (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.